Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. The instructions for use has the following caution statement for vascular dissection: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ the failure mode is being monitored and trended.

Event description:
The user facility reported an impella cp in a 62yo female for high risk percutaneous coronary intervention. The cp was placed via single access at the femoral. The access caused a vessel perforation that was treated with ballooning via contralateral access. The team was eventually able to reach hemostasis. No additional information was provided.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device was not returned for evaluation. However clinical details were sufficient to determine the root cause. The root cause of vascular damage was most likely due to use issue since non-abiomed recommended product (sheath) was used. Added- d10 concomitant device, h5 inadvertently left blank. Updated to yes., h6 component code 925 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.